Event description:
It was reported that the touch screen is unresponsive. Customers' blood glucose levels were elevated.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.